Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia and unconsciousness. The customer stated that she had passed out and woke up to find paramedics providing glucose intravenously. The customer also stated that after she passed out, she fell on her insulin pump and cracked the reservoir compartment. There were no alarms in the insulin pump history. Nothing further was reported.